Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump seems to be infusing at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump "delivers too fast". They stated that was set at a rate of 40 ml/hr and a dose of 400 ml and that it delivered in seven hours instead of ten. Mmdg followed up with the initial reporter who stated that the patient was "okay" after the complaint occurred. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the pump was returned to mmdg for investigation the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "delivers too fast". They stated that was set at a rate of 40 ml/hr and a dose of 400 ml and that it delivered in seven hours instead of ten. Mmdg followed up with the initial reporter who stated that the patient was "okay" after the complaint occurred. (B)(4).